Manufacturer narrative:
The manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of any further information.

Event description:
The manufacturer was informed of the following event through mantra study. Reportedly, perceval plus size xl aortic sutureless bioprosthesis was implanted in the patient on (B)(6) 2022. Based on the further information received, patient was hospitalized for a stroke event on (B)(6) 2023. At the time of access to ER, clinical signs were left hemi-face and upper limb paresthesia and slurred speech. Patient was admitted and treated with medications at the stroke unit achieving partial regression of symptoms. At the brain MRI performed, finding of ischaemic lesion in the right precentral gyrus cortex were present. The neuroimaging study showed gliotic malactic outcomes in several vascular districts. According to the echo exams performed during the hospitalization, the perceval valve was well seated and normo-functional. Patient was discharged on 14 april 2023 with paresis of the left hand and indicated for arrhythmologic monitoring. The site assessed the event as possibly related to the device and probably related to other medical conditions. As reported, patient had a history of transient ischemic attack, unstable angina, systemic hypertension, obesity, and reason for avr was aortic stenosis.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h10. Corrected fields: h6. The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-xl, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-xl) perceval plus heart valve at the time of manufacture and release. Since the device is not accessible for testing, further invesigation cannot be performed. Based on the available information, the root cause of this event cannot ultimately be established. It should be noted that the analysis of the production records confirmed that the valve satisfied all the specifications at the time of manufacture and release. Moreover no device deficiency was reported by the site and no anomalies were identified at the echo assessment performed on (B)(6) 2023. It should be taken in consideration that the patient had a previous history of transient ischemic attack. As such, it's probable that the event was caused by other patient's medical conditions, as indicated by the site assessment, although it cannot ultimately be confirmed. Should further information be received in the future, the manufacturer will submit a new follow up report.

Event description:
The manufacturer was informed of the following event through mantra study. Reportedly, perceval plus size xl aortic sutureless bioprosthesis was implanted in the patient on (B)(6) 2022. Based on the further information received, patient was hospitalized for a stroke event on (B)(6) 2023. At the time of access to ER, clinical signs were left hemi-face and upper limb paresthesia and slurred speech. Patient was admitted and treated with medications at the stroke unit achieving partial regression of symptoms. At the brain MRI performed, finding of ischaemic lesion in the right precentral gyrus cortex were present. The neuroimaging study showed gliotic malactic outcomes in several vascular districts. According to the echo exams performed during the hospitalization, the perceval valve was well seated and normo-functional. Patient was discharged on 2023 with paresis of the left hand and indicated for arrhythmologic monitoring.the site assessed the event as possibly related to the device and probably related to other medical conditions. As reported, patient had a history of transient ischemic attack, unstable angina, systemic hypertension, obesity, and reason for avr was aortic stenosis. At the 12 month follow-up visit performed on (B)(6) 2023, the echocardiagraphic evaluation showed a normal behaviour of the perceval prosthesis, with no pvl or central leak identified, 13.64 mmhg mean pressure gradient, 25 mmhg max pressure gradient, 1.51 cm^2 eoa. Ef was 61%. Patient was in sinus rythm with conduction disturbances (left anterior fascicular block). No device deficiency has been reported from the site.